Event description:
This report addresses the issue of use error, reuse of supplies.the home patient (hp) had contact baxter for assitance with an alarm system error (se) 2084 that appeared on the home choice (hc) during fill 1. The hp stated that they did not want to start over with new supplies. The tsr assisted the hp through the set up sequence to the connect yourself prompt and assisted in bypassing to fill 1. The fill volume (fv) equaled 189ml and was increasing at a normal rate. The hp would continue with the current therapy. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the reported use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue was confirmed. The cause is undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.